Event description:
A report was received that during an implant procedure, the patients dura was punctured and the cerebrospinal fluid (csf) leaked. The procedure was aborted and a blood patch was performed.